Event description:
It was reported that the patient presented to the emergency room with a very low heart rate. Upon interrogation, it was found that the right ventricular (rv) lead had high thresholds, and was oversensing and undersensing. It was further reported that the lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.